Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identify one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side anterior assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.